Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient initially presented with slight slurred speech and left arm weakness that quickly progressed to seizure-like activity and glasgow coma scale (gcs) of 3. The patient then passed away due to catastrophic subdural hematoma (sdh). The outcome was not considered to be device or therapy related. The device would not be explanted and would not be returned for evaluation. The device had operated as expected. The pathology was pending but it appeared that the cause of sdh may have been a neoplasm/glioblastoma. The cause of sdh was not due to a post mechanical fall or accident. Pathology reported an aggregate of tan-brown, ragged, hemorrhagic tissue fragments measuring 5.0 x 4.0 x 1.5 centimeters. No further information was available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.